Event description:
It was reported that after implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient presented with chest discomfort and mild troponin elevation. A chest x-ray revealed a pericardial effusion. A transthoracic echocardiogram revealed a pleural effusion, pericarditis and tamponade. The patient was treated with colchicine and discharged. The crt-d system remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.